Manufacturer narrative:
(B)(4)

Event description:
It was reported during the night, the physician attempted to place an arterial catheter. Upon insertion the guide wire was advanced but he was unable to remove the wire after advancing the catheter. Upon removal of the catheter and wire, the wire was stripped and the catheter was torn. There was no patient death or complications reported. Follow up information states the spring wire guide unraveled.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that the catheter was torn was confirmed. Returned was a ra catheterization device consisting of a guide wire, an advancer tube, a needle, and a catheter. The guide wire was fully advanced through the advancer tube. The catheter had been advanced off the needle approximately 2.7 cm. The guide wire was protruding from the end of the catheter and was kinked into a "u" shape. A manual tug test confirmed the distal weld was intact and the wire was not unraveled. Under microscopic examination the catheter body had been punctured by the needle 1.1 cm below the hub of the catheter. The outside diameter (od) of the guide wire measured 0.391 mm, this met specification of 0.381 - 0.404 mm per the guide wire graphic. The instruction booklet provided with the set describes a suggested procedure for inserting the catheter. The instructions direct the user to firmly hold the introducer needle hub in position and advance the catheter forward with a slight rotating motion. The instructions caution "do not reinsert needle into catheter to minimize risk of catheter damage." A catheter puncture could be caused either by advancing the needle through the partially inserted catheter or withdrawing the partially inserted catheter against the needle bevel. A review of the other remarks: device history records did not reveal any manufacturing related issues. Based on the location of the catheter puncture and the information provided by the customer, operational context caused or contributed to this event. No further action will be taken.